Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed cosmetic damage to the outer polyurethane jacket of the cable, exposing the underlying armor layer; however, a specific cause could not be conclusively determined through this evaluation. The polyurethane jacket showed total gray discoloration. In addition, the inline connector bend relief was discolored gray. Tears in the polyurethane jacket were observed approximately 7¿ and 8¿ from the inline connector. Visual examination of the underlying armor layer revealed no evidence of damage. Visual inspection of the underlying wires found them to be unremarkable. The controller and inline connector pins appeared unremarkable. The modular cable was tested per qap, modular cable test to evaluate the integrity of its wires. The modular cable passed testing without issue. The patient remains ongoing on vad support. The heartmate 3 lvas contains information regarding how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During routine outpatient management the vad physician recognized that the patient's modular cable outer layer was broken and the kevlar layer was seen. A modular cable exchange was scheduled and the customer requested a replacement product.